Event description:
Same case as 6000093-2007-00452 and 6000093-2007-00453. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2004. The pt underwent cardiac catheterization and coronary arteriography, which identified multiple 90%-99% stenosed lesions in the proximal, mid and distal right coronary artery (rca). The physician placed a taxus express2 3.0x20mm drug eluting stent to the proximal rca, a 3.0x32mm taxus stent to the mid rca and a 3.0x24mm taxus stent to the distal rca. Each lesion was pre-dilated prior to stent placement, type and size balloon unk. The initial stenosis of 90%-99% was reduced to a residual stenosis of 0%. The pt tolerated the procedure well. No complications were reported. In 2007, the pt presented with an acute inferior wall myocardial infarction. Angiography revealed a 100% thrombotic occlusion within the stent in the proximal portion of the rca. The physician was able to cross the occlusion with a choice pt wire and performed multiple dilations throughout the proximal and mid rca with a 3.0mm maverick balloon. This re-established timi 3 flow. There was significant organized thrombus within the proximal right posterolateral branch, which was successfully treated with a 3.0mm maverick balloon. A 3.5mm maverick balloon was then used on the proximal and mid portion of the vessel. Excellent angiographic results were obtained with only very distal right posterior descending artery cutoff and minimal residual thrombus in the proximal mid vessel. The pt remained on integrilin infusion for 18 hours post procedure. Aspirin and plavix were recommended for long term use. No pt complications or injuries were reported.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The root cause of the complaint incident could not be determined.